Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant of the right atrial (ra) lead that it had dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.